Event description:
It was reported the bronchofibervideoscope showed a b30 communication error. The event occurred during a bronchoscopy procedure and was able to be successfully completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
The customer called tac and troubleshooted with two different scopes and cleaned the gold connectors and socket with an alcohol prep pad. Tac advised them to check the gables were secure and cycle powered to the cv-190. They tried another cv-190 and the issue was resolved. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.